Manufacturer narrative:
B2 - retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2026. It was reported that they started the trial for their urinary retention symptoms but their symptoms have been worse than before they got the trial. Patient said that they could partially empty their bladder before getting the trial but now it was even worse. Patient asked what the purpose of the trial was and how to know if the device was doing what it was supposed to be doing. During call patient was able to connect with external stimulator and therapy was on, patient was set on their left lead at 7.2 ma and mentioned they feel stimulation intermittently in the right side of the bicycle seat area. Patient said they started on the left lead but then patient moved to the right lead. Agent reviewed information about device and therapy and redirected pat ient to health care provider (hcp). Patient said they have an appointment with the hcp this friday. Agent emailed field to provide visibility to situation.

Manufacturer narrative:
Correction sent to add c50789 and add known event labeling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.